Manufacturer narrative:
(B)(4). The customer did not retain the lot number. Therefore, the date of manufacture cannot be determined.

Event description:
It was reported that when changing the inner cannula of a tracheostomy tube, the staff discovered a loose piece of plastic. The inner cannula was removed and inspected, and the inner cannula was found to be damaged. There was no harm to the patient as a result of this event.

Manufacturer narrative:
(B)(4). The customer did not have a lot number. A photo of the sample was provided, however without the sample for physical examination and testing the reported complaint cannot be confirmed. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode.